Manufacturer narrative:
As reported in a research article, intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature: article title "intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation".

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation", was reviewed. The article presented a case study of a 78-year-old male patient with underlying ischemic cardiomyopathy, atrial fibrillation, decompensated heart failure, and previously implanted permanent pacemaker. It was reported that on an unknown date, an unknown amplatzer occluder device was chosen for patent ovale foramen (pfo) closure. Post-procedure the next day, the patient developed diuretic resistance and new low flow alarms. Increasing nonpressor requirements necessitated placement of an acute mechanical circulatory support. The patient was successfully weaned off after two weeks of improvement and discharged to short-term rehabilitation. The patient status was reported clinically well after 8 months post-implant of pacemaker implant. [The primary author was ashwin pillai, department of internal medicine, university of connecticut health, farmington, USA. The corresponding author was abhishek jaiswal, department of cardiology/advanced heart failure, heart transplant and pulmonary hypertension, hartford hospital, hartford, USA, with corresponding email: abhishek.jaiswal@hhchealth.org].